Event description:
It was reported that the patient was implanted a metasul head generic on unknown date. The patient was revised on unknown date due to infection. This complaint is one of the 72 cases reported within the journal called the bone and joint journal", "a comparative assessment of small-head metal-on-metal and ceramic-on-polyethylene total hip replacement". All revision surgeries were performed between march 1, 1996 and june 30, 2011.

Manufacturer narrative:
The device history records and the compatibility check could not be performed as the lot numbers were not available. No trend analysis could be performed as we have no reference number of the devices. Review of the incoming information: it was reported that the patient needed to undergo a revision surgery due to infection. The case was part of the cases from a journal called "the bone and joint journal", "a comparative assessment of small-head metal-on-metal and ceramic-on-polyethylene total hip replacement". The device analysis was not performed since the devices affected were not for investigation. Neither surgical reports nor other information was received as part of the journal. Based on the given information and the results of the investigation, the complaint could not be confirmed as the alleged failure could not be identified or reproduced. Since this complaint was part of a journal we do not expect to receive any further information. If supplemental information is received, a follow up report will be submitted. Zimmer (B)(4) considers this case as closed. (B)(4).